Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data, which indicated that the discordant results were flagged with "abnormal assay" errors. According to the dimension vista® system operator's guide, when an "abnormal assay" error is obtained: "the result cannot be reported. Rerun the sample." A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe 1 mixer and auto-aligned the probe. The cse performed quick check, align and mix tests on sample probe 1, all of which passed. The cause of the discordant results being reported to the physician(s) was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on one patient sample tested for calcium (ca) and glucose on a dimension vista 500 instrument. The discordant results were flagged by the instrument and were erroneously reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and glucose results.